Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue happens again, which was acknowledged and understood by the caller.